Event description:
It was reported that during the coil embolization procedure, friction was observed in the catheter lumen and when physician tried to pull out the subject coil, it detached unintentionally in the microcatheter. The detached coil could not be located under fluoroscopy. There were no clinical consequences reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for the analysis and the reported defect could not be confirmed. In the case of this complaint it is most likely that the coil got stuck inside a microcatheter during device insertion and excessive force was used in order to remove it. The coil then physically detached from the delivery wire as a result. The microcatheter used with this coil was inspected and the lumen of the catheter was found blocked by crystalized saline. It is therefore possible that the coil got jammed. This however cannot be conclusively determined as no coil was found inside the microcatheter. Based on the investigation results and available information, an assignable cause of undeterminable will be assigned to the main coil prematurely detached/separated inside patient as the device was not returned and review and analysis of all available information failed to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during the coil embolization procedure, friction was observed in the catheter lumen and when physician tried to pull out the subject coil, it detached unintentionally in the microcatheter. The detached coil could not be located under fluoroscopy. There were no clinical consequences reported to the patient.